Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.

Event description:
It was reported that varying high thresholds were observed. Loss of capture at maximum output was also noted. During lead revision, it was observed that the lead tip was not secured to the tissue and may have been dislodged.